Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemosheath, bypass tube and locator were returned. The poly-foil pouch was not returned for analysis. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor and swollen collagen were exposed. The anchor was examined, and it was noted to be still intact with the suture and collagen. No deformation or damage was noted on the anchor and bypass tube. The deployment sleeve of the device was in forward lock position with color bands concealed. There was a kink observed on the proximal part of the arteriotomy locator. The locator and carrier tube assembly were appeared to be in a curved shape as well. No other visual anomalies were noted with the device. No functional testing was performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. For dimensional testing, the inner diameter of the bypass tube at the distal end was measured and found to be 0.109" and which was within the specification of 0.109" +0.002/-0.003. All measurements were within the specifications of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the issue may be related to the improper opening of the poly foil pouch or mishandling of the tip of the carrier tube after opening the pouch. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor found the angio-seal anchor was dislodged while the packaging still intact. The patient was in stable condition. The procedure was completed successful after using another 8fr angio-seal device. There was no patient injury, medical/surgical intervention required. Additional information was received on 27september2020: the procedure was performed an intracranial embolization with an 8fr procedural sheath. A pre-deployment angiogram was performed.